Manufacturer narrative:
Yokozeki, f. Et al. Air bubble management during the pulsed field ablation a water tank experiment [conference presentation]. P238. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). B3 date of event: bsc aware date used as no event date was provided

Event description:
It was reported via literature, proceedings from an oral presentation, that air embolism occurred. Procedure summary: a water tank with two chambers designated as the right atrium and left atrium was used to simulate a pulse field ablation procedure using a farawave catheter. An unknown guidewire was advanced through a faradrive sheath to the left atrium and the faradrive sheath was withdrawn to the right atrium. A farawave catheter was advanced through the faradrive sheath to the right atrium, deployed, and rotated. The faradrive sheath and farawave catheter were advanced to the left atrium. Presence of air bubbles was evaluated during each step of the simulated procedure. Event summary: during twenty (20) simulated procedures, fifteen (15) large air bubbles and ninety five (95) small air bubbles were observed. Patient status: no patient involvement.